Event description:
It was reported that system failure and force sensor test events occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed damaged on lower right corner of top case and the whole plunger assembly was disassembled by customer. Customer?s reported issue was duplicated. Force sensor test error was found at power up and unable to perform any testing due to plunger assembly was disassembled by customer. The root cause of the reported issues was caused by the customer's incorrect assembly of the device. Actions taken to mitigate the reported issue: replaced left plunger case and reassembled the whole plunger. Performed preventive maintenance and passed all functional testing.